Event description:
Multiple 6tb45s misfired. Some would not fire on initial firing while others would fire initially but not on subsequent firings. On one, the reload dislodged from the jaws and had to be retrieved from abdominal cavity. In some, release button would not release and open the jaws of the device.